Manufacturer narrative:
The returned test strips and vial showed no defect. The returned test strips were measured with the current test strip master lot # 286 321 80.the maximum difference between measurements with the same blood sample was 7%. The returned customer material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 47% , donor 2 hct: 41% . Testing results: donor #1: retention meter and master lot strips: 2.9 inr , retention meter and customer strips: 3.1 inr . Donor #2: retention meter and master lot strips: 2.2 inr, retention meter and customer strips: 2.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
The customer complained of additional discrepant inr results using the same strip lot (36143821). On (B)(6) 2019 the customer got a result of 4.2 inr on the meter. Within 3 hours the result from the laboratory was 3.03 inr. There was no allegation that an adverse event occurred due to these results.

Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the stago neoptimal method. The meter result was 4.6 inr and the laboratory result was 3.5 inr. The customer's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.